Event description:
It was reported that the patient presented for a device changeout procedure. After the procedure, the pacemaker exhibited no rf telemetry. No problem was detected during the post implant check and the pacemaker was able to interrogated the next day. No intervention was performed. No patient consequences were noted.